Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of feeling dizzy and lightheaded a merlin.net transmission exhibited bi-v loss of capture. The device was reprogrammed successfully. The device remains implanted. The patient was in good condition.